Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: pseudoaneurysm, infection, thrombosis. The following event was noted through a periodic article review. It was reported that 48 days post endovascular abdominal aortic repair, using the preclose technique with a proglide device, to close an arteriotomy with an unspecified sheath size ranging from 12-24 fr, the patient presented with a draining sinus tract from the puncture site. This was explored and packed. The wound had completely healed, but presented 6 months later with a large abscess and femoral thrombosis. The patient underwent a thrombectomy and femoral replacement with a bovine carotid graft. This was later complicated by an acute pseudoaneurysm and necrotizing infection of the bovine graft 3 weeks later. The patient underwent wide debridement, a redo femoral replacement with another bovine carotid graft, and sartorius flap. The author commented, that the events were not related to the closure device. Though requested, no additional information was provided.

Manufacturer narrative:
This report involves a case noted in an article. The device was not available for analysis. The lot number was not identified, therefore, a device history record review could not be performed. Because the device was not returned, no root cause can be determined. Per the device instructions for use, "the perclose proglide 6f suture mediated closure system is designed for use in 5f to 8f access sites." Attachment: w. Anthony lee, md, et al; "midterm outcomes of femoral arteries after percutaneous endovascular aortic repair using the preclose technique". Journal of vascular surgery 2008; 47:919-23. See scanned pages.